Manufacturer narrative:
H3/h6: from the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Technical support engineer (tse) reviewed site system logs with a procedure date of (B)(6) 2023 and verified that there was no issue with the system which caused the patient event. The console operated as intended. Due diligence was completed, and outset was not able to confirm causality due to lack of information. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product. This MDR is being filed after the associated complaint was reviewed under retrospective review and reassessed as reportable.

Event description:
It was reported that the home patient went into cardiac arrest during treatment on tablo. Patient wife called emergency medical services (ems) - home patient is now stable and admitted to hospital. Note: currently, it is unknown if the patient event was related to tablo or patient.

Manufacturer narrative:
This supplemental report is created to correct information initially submitted for: a2. Age. A3a. Sex.